Event description:
Additional information was received from the patient. They reported that they have been experiencing ongoing therapy concerns with regard to urinary control. Reviewed how to check therapy status using the programmer and assisted patient with increasing amplitude. Patient confirmed they could feel stimulation sensation comfortably and will monitor urinary symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the issue of not feeling anything after surgery has been resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had a total shoulder replacement surgery in july and reported they were not sure if they got the machine turned on because they didn't feel anything. The patient stated this had been going on since they had the surgery. The patient reported they had tried adjusting the numbers and still hadn't felt anything. The patient stated due to this they were not sure if the "machine was off" or if something went wrong. A therapy overview and general programming guidance was provided to the patient. The patient initially reported seeing 96-98 on their handset. The handset battery was reviewed with the patient, and an external devices general use overview was provided as well. The patient also stated when they were using the handset on the call that the screen kept going dark right away. The patient stated handset was in the case. The patient was instructed to remove the handset from the case/ensure the case was not pushing on the power button as the patient stated the handset powered off while trying to use it. The patient confirmed the handset was fully charged. The patient stated they were unable to remove the handset from the case. The patient successfully connected with their implant and confirmed therapy was on. The patient stated they didn't feel stimulation at the current level they had the stimulation at and if they increased the stimulation any higher it started hurting real bad and they would get severe pain. The patient stated the event date was around about the first of july (confirmed month as july). The patient stated they had been going to the bathroom between 10-15 times a day in the last four days. The patient later stated they went 10 times in the last day. The patient was not getting 50% reduction in symptoms. Information about changing programs was reviewed with the patient. The patient stated they would like to see the "lady" at their doctor's office and try to "redo" the program. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient stated they wanted to wait to make an appointment with their doctor to see if they could get the program "reset". The patient provided the name of their managing hcp. The patient stated their doctor's office did not know anything about their machine.